Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was unable to boot up. No onsite service has been performed by philips in this case as it was created as a mirror case to document the part consumption details of another case. The customer reported issue occurred in another case and there fse found that the boot up issue was due flexvision pc power supply malfunction. To resolve the issue, fse replaced the flexvision pc and returned it to philips for further analysis. The analysis of flexvision pc confirmed that the malfunction was due to the power supply unit failure. However, after replacement and software load, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.